Event description:
It was reported that this right atrial (ra) lead was dislodged during the right ventricular (rv) lead explant. Reportedly, the rv lead explant caused some stress on the ra lead, causing it to dislodge from its position. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the right ventricular (rv) lead explant. Reportedly, the rv lead explant caused some stress on the ra lead, causing it to dislodge from its position. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned for analysis.

Manufacturer narrative:
Correction: d6a field: implant date was updated.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the right ventricular (rv) lead explant. Reportedly, the rv lead explant caused some stress on the ra lead, causing it to dislodge from its position. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned for analysis.

Manufacturer narrative:
D6a field: implant date was updated.

Event description:
It was reported that this right atrial (ra) lead was dislodged during the right ventricular (rv) lead explant. Reportedly, the rv lead explant caused some stress on the ra lead, causing it to dislodge from its position. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
Correction d6a field: implant date was updated. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Multiple twists in the lead body were noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodged or dislocated observation. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.